Event description:
It was reported that the balloon ruptured. Vascular access was obtained via v side center to treat the left forearm shunt stenosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10atm, thus the device was reported to be defective. The balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable post procedure.